Manufacturer narrative:
Clarification to b3: partial date of jan/2023 provided. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphoma - alcl is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: cd30 positive, alkl negative breast implant associated anaplastic large cell lymphoma further investigation results: the review of the documentation associated to the manufacturing process indicates that all devices involved in this work order were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the complaint review the device will not be returned for analysis in the device analysis laboratory. However, the reported event lymphoma alcl is classified as medical and it is unable to observe, therefore it is unable to be confirmed. A review of the current risk documents pfmea-silicone filled bi and sizer assembly, smooth v3.0 was performed, and the event of lymphoma alcl is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. Considering that there is no adverse trend for this type of event, no additional actions are deemed required at this time. The issue with lymphoma alc will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient's representative reported "lumps, groin pain, skin rash, pulling and pressing pain in the area, chemotherapy and its side effects, complete amputation (mastectomy), loss of sensation in nipples and breast, bone and joint pain, disturbed hormone balance, hair loss, lymphedema of the upper and lower extremities, stage I, hypothyroidism (pre-existing secondary diagnosis), determination of a degree of disability of 90, permanent significant impairment of lifestyle, psychological destabilization / torn out of the rhythm of life, suffering from the changed visual situation, fear of further cancer cells in the body, psychological impairment due to the loss of the breast. Also, treatment pain and postoperative pain, early menopause (triggered by chemotherapy) and use of psychotherapeutic treatment". Further reported was cd30 positive, alk negative breast implant associated anaplastic large cell lymphoma (bia-alcl). This record is for the left side. The device has been explanted.